Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic, an alert for increased hv lead impedance was observed. No action was taken other than to monitor the patient remotely. The patient was in good condition afterwards.